Manufacturer narrative:
A product development investigation was performed for the subject device. The 399.99 lot number a7na25 reduction forceps was returned and reported to have broken during surgery. This complaint condition was likely caused by over twelve years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. The 399.99 reduction forceps are an instrument routinely used in the small fragment locking compression plate (lcp) system (technique guide). The device was returned and reported to have broken during surgery. This condition is confirmed; approximately fourteen millimeters of the distal tip of one of the forceps jaws has broken off along a jagged fracture surface and was not returned. It is likely that over twelve years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 2004 and is over twelve years old. The balance of the returned device is in otherwise fair condition with some markings and visible wear along its length. Drawing 399_99 was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. All measurements have been performed by calipers. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight was not provided for reporting. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery on (B)(6) 2017 for an elbow fracture (left side). While the surgeon was using the reduction forceps with serrated jaw-ratchet 144 mm, the tip of the forceps broke off. There were no fragments generated other than the one solid piece, which was easily retrieved without additional medical or surgical intervention. There was nothing left in the patient. There were planned x-rays taken after the procedure. The surgeon finished the procedure with a readily back-up device and there was a two (2) seconds surgical time delay. The patient outcome was not reported. This report is for one (1) reduction forceps. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was attempted. The report indicates that the: part# 399.99 reported lot# a7na25 manufacturing date: week 25 in 2004. The DHR is no longer available in (B)(4) due to the age of the instrument (over 12 years old). The exact date of manufacture is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.